Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. Reported the home patient (hp) attempted to remove the cap from the dark blue connector when the dark blue connector began twisting away from the light blue main body. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states (previously submitted as baxter healthcare corporation, ni) additional information was added to d1, d4 (catalogue #, lot #, expiration date, unique identifier (UDI) #), g4 (PMA/510k #), h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.